Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to be primed during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. During priming, no chemical solution came out. The needle appeared to be bent. (Needle tip or needle npe unknown). 1 pen device and 1 sealed sample was returned. Bdj found that the broken np needle was caught in the rubber part of the pen device."

Manufacturer narrative:
H6: investigation summary one sealed 30g x 5mm safety pen needle, an insulin pen and three photos were returned from lot no. 2129657, cat. No. 329705. Visual examination on the insulin pen was carried out and a broken piece of cannula was observed on the septum of the pen. A clog test was carried out on the sealed sample and no issues were observed. Based on the condition of the sample returned and the fact no issues were observed with the sealed samples it is not possible to determine the root cause. H3 other text : see h10.

Event description:
It was reported that the bd autoshield¿ duo pen needle was unable to be primed during use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter, translated from japanese to english: this report is about needle clog. During priming, no chemical solution came out. The needle appeared to be bent. (Needle tip or needle npe unknown)... 1 pen device and 1 sealed sample was returned. Bdj found that the broken np needle was caught in the rubber part of the pen device."

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.